Event description:
The customer reported the ventilator displayed vent inop and then would not power on. The device was not in use on a patient at the time of the reported event therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem, and the ventilator powered on as expected. Review of the device diagnostic log history noted a shut down of the unit and failure to successfully restart into ventilation. The service technician replaced the data acquisition pcb board to address the finding. Performance verification testing was completed and tests passed. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.